Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed due to limited information received from the customer. DHR and complaint history reviews were not performed due to limited information. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation, under possible adverse effects, "4. Loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity.", " 11. Wear and/or deformation of articulating surfaces.", and "9. Fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight..", and under warnings, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.". Following review, no new risks were identified. Report source: literature: mclaughlin, jeffrey r, md and lee, kyla r, md, hybrid total knee arthroplasty: 10- to 16- year follow up. Healio.com/orthopedics (2014). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Zimmer biomet complaint (B)(4). Product location unknown.

Event description:
Information was received based on review of a journal article titled, "hybrid total knee arthroplasty: 10- to 16- year follow-up." A review of the article identified an unknown patient that underwent a revision of the knee due instability at 5 years postoperatively. No additional information provided.